Manufacturer narrative:
(B)(4) bioprosthetic valves have been proven to have excellent long term durability. However, as with all prosthetic heart valves, serious complications may be associated with the use of tissue valves. Per the instructions for use (IFU), complications associated with the use of the carpentier-edwards perimount pericardial bioprosthesis can include stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd) which can occur as a result of calcification, host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. Such failure modes may occur singularly or concomitantly. In moderate to severe cases, stenosis can cause the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for intervention. In this case, the device was not returned to edwards for analysis as the patient expired before intervention could be performed. Although the relationship between the device and the patient's expiration is unknown, the patient's comorbidities and medical history may have played a roll in this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that three (3) years, one (1.90) month post-implantation, this bioprosthetic mitral heart valve exhibited prosthetic valve dysfunction with severe mitral stenosis. Re-operation was scheduled to take place; however, the patient expired before the procedure was performed. The cause of death was low output syndrome and intestinal necrosis. No autopsy was performed.